Event description:
The lay user/patient contacted lifescan (lfs) on february 11, 2007, and alleged that the meter was reading inaccurately high. The medical affairs specialist spoke to the patient on february 12, 2007. The lay user/patient contacted lifescan (lfs) on february 11, 2007, and alleged that the meter was reading inaccurately high. The patient reported that he began to feel hypoglycemic (shaky and nervous) in 2007. He mentioned obtaining results that were much higher than normal for him. He continued to take his levemir: 30 units in the morning and 14 units in the evening. He also takes humalog with meals. He did not have a sliding scale, but states it is based on how much he eats and his meter results. On sunday he took the following amounts of insulin: at 9:12 a.m. 5 units, at 10:57 a.m. 3 units, at 12:48 p.m. 2 units, and at 1:41 p.m. 2 units. The patient reported that his symptoms slightly worsened after taking the extra insulin. He did not treat for the hypoglycemic symptoms because he felt the meter was correct. He tested on his back-up meter at 1:41 p.m. And obtained a result of 96 mg/dl. He then tested on his meter and obtained a result of 177 mg/dl. Because of this discrepancy, he called lfs. He did not seek any medical attention for this issue. The testing technique was correct, however, the technique for cleaning the puncture site was not correct. This complaint is being reported, as the accuracy test failed and the patient alleged his symptoms worsened after taking insulin based on the meter results. A replacement meter has been sent.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.